Event description:
(Related symptoms if any separated by commas). Diabetic coma [diabetic coma], novopen 4 piston rod is not working [device malfunction], pen not injected insulin [device delivery system issue], piston rod was completely stuck inside it's place [device mechanical issue], patient used the insulin by syringe with incorrect doses (excessive doses) [incorrect dose administered], numbness in mouth [hypoaesthesia oral], dizziness [dizziness], patient preserving the pen inside the refrigerator [product storage error]. This serious spontaneous case from egypt was reported by a consumer as "diabetic coma(diabetic coma)" with an unspecified onset date, "novopen 4 piston rod is not working(device component malfunction)" with an unspecified onset date, "pen not injected insulin(failure of delivery by device)" with an unspecified onset date, "piston rod was completely stuck inside it's place(device mechanical jam)" with an unspecified onset date, "patient used the insulin by syringe with incorrect doses (excessive doses)(incorrect dose administered)" with an unspecified onset date, "numbness in mouth(numbness mouth)" with an unspecified onset date, "dizziness(dizziness)" with an unspecified onset date, "patient preserving the pen inside the refrigerator(product storage error temperature too low)" with an unspecified onset date, and concerned a female patient born in 1954 ,who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 20 iu, qd in the morning, subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "drug use for unknown indication", patient's height: 120 cm, patient's weight: 70 kg, patient's bmi: 48.6. Dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetes mellitus (since 15 or 20 years), hypertension (since patient was 40 years old), foot erysipelas (since 5 years), allergy in foot causing itching, numbness historical condition: hepatitis. Concomitant products included - selokenzoc(metoprolol succinate), tritace max(hydrochlorothiazide, ramipril), pental [pentoxifylline](pentoxifylline), tegretol(carbamazepine) on an unspecified date, the patient's pen was not injecting insulin as the piston rod was not working. The piston rod was moving but after adjusting the dose counter and pressing the dose button, the dose counter stopped at 2 iu. The patient used syringe to take the dose, however, took excessive dose which resulted in hypoglycaemia and diabetic coma. The patient was hospitalized. On an unspecified date, the patient experienced nausea, numbness in mouth, dizziness, little loss in vision and having a big appetite to eat. The reporter informed that the patient was trained in the use of the pen and they had confirmed of preserving the pen inside the refrigerator. The reporter was asked to keep the pen out of refrigerator as it affected the piston rod's movement. The reporter was also asked to manually get the piston rod out of the mechanical part, but was unable to and the piston rod was completely stuck inside it's place. By repeating the same pen training steps, the piston rod moved shortly then was stuck again and did not move. Since an unspecified date (reported as started one month ago) , the patient was sleeping deeply for a long time for about 12 hours with disorientation and lack of focus, started about a month ago from time to another till now and sometimes she was very well and physician confirmed that was due to diabetes. The patient was not hospitalized as a result of the event. On an unspecified date , the patient's postprandial glucose was 300 mg/dl. Reporter stated that it is possibly that the patient injected additional doses more than the supposed by the syringe used instead of the novopen 4 due to its technical issue which was solved after pen training, but the event still not yet recovered and she was advised to consult patient's hcp about the event as she asked about its reason. Batch numbers: novopen 4: unknown. Mixtard 30 hm penfill: asku. Action taken to novopen 4 was not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "diabetic coma(diabetic coma)" was not reported. The outcome for the event "novopen 4 piston rod is not working(device component malfunction)" was not reported. The outcome for the event "pen not injected insulin(failure of delivery by device)" was not reported. The outcome for the event "piston rod was completely stuck inside it's place(device mechanical jam)" was not reported. The outcome for the event "patient used the insulin by syringe with incorrect doses (excessive doses)(incorrect dose administered)" was not reported. The outcome for the event "numbness in mouth(numbness mouth)" was not yet recovered. The outcome for the event "dizziness(dizziness)" was not yet recovered. The outcome for the event "patient preserving the pen inside the refrigerator(product storage error temperature too low)" was not reported. Preliminary manufacturer's comment: 06-jul-2022: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached. Hypoglycaemic complication such as diabetic coma could be attributed to excessive insulin dosage administered using syringe. Reporter comment: -reporter stated that it is possibly that the patient injected additional doses more than the supposed by the syringe used instead of the novopen 4 due to its technical issue.

Event description:
Case description: investigational results: novopen 4, batch number: jvqt079. No conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination. Mixtard 30 penfill 3 ml 100iu/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following were updated. -investigational results updated. -imdrf codes were updated. -narrative updated accordingly. Final manufacturer's comment: 22-aug-2022: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Hypoglycaemic complication such as diabetic coma could be attributed to excessive insulin dosage administered using syringe. Company comment: diabetic coma and increased dose administed are assessed as listed events; numbness mouth and dizziness are assessed as unlisted events according to the novo nordisk current ccds in mixtard 30 hm penfill. Relevant information on final diagnosis, action taken with suspect product and investigation results are unavailable for complete causality assessment. Hypoglycaemic complication such as diabetic coma could be attributed to excessive insulin dosage administered using syringe. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. H3 continued: evaluation summary. Novopen 4, batch number: jvqt079. No conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination.